Event description:
Following my (B)(6) 2009 infuse fusion surgery in (B)(6), my pain was worse, intolerable and non-stop. In addition, I started having spontaneous falls, toe numbness, shooting and shooting, burning, cramping, stabbing sensation extending into my toes. I used a cane for 4-6 wks after surgery, placed on lyrica then topomax and now neurontin. I must take numerous meds to try and manage the pain which has been ineffective. Prior to this surgery I was working 60 plus hours per week, now I'm on disability. I have chronic radiculitis, extensive scar tissue, inflammation and failed back syndrome. On (B)(6) 2010 I had a revision surgery in (B)(6) where overgrown bone graft was removed from my nerves. In (B)(6) 2011 I had a spinal cord stimulator implanted. Presently I use my stimulator and pain meds to try and manage my chronic pain. My pain is constant and has affected my sleep and quality of life. In (B)(6) 2009 I underwent an anterior posterior lumbar interbody fusion with instrumentation and infuse bone graft. I was never informed by my surgeon or medtronic this procedure was in fact performed "off-label." The fact that a medtronic lt-cage was not used and a fusion was performed at multiple levels made this an "off-label" procedure. The fusion was performed at s1-l5 and l5-l4 using a stryker avsl anterior lumbar interbody cage.